Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information was requested, and the following was obtained via: * can you identify the lot number of the product used? Unk. * when did the suture break (in the package, during removal from the package, during handling prior to using on the patient, or during use on the patient)? During use. * what is the procedure name and date? Unk. * please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) (B)(6). * please perform and document the follow-up attempt for product return. Please document the shipment tracking number in the notes or rmao sections. We regularly contact with sale rep about the device returning. The manufacturing records could not be reviewed as the batch/lot number is unknown.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture 4-0pdsplus was broken. Previously non-antimicrobial z507g was used and had no problems, but since switching to antimicrobial, the sutures break frequently. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.